Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4 and a restricted septal leaflet. Two clips were implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.